Manufacturer narrative:
Manufacturing review: a DHR review is not required, however it was requested. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device returned was one 10 fr d/l 90 cm leonard catheter with surecuff complete. Functional, microscopic, tactual, and visual evaluation was performed. A w-shaped split with granular fracture surface was found immediately distal to the bifurcation, which is consistent with a burst. Therefore, the investigation is confirmed for an external leak, more specifically an external burst. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. However, overpressurization, including use of a syringe smaller than 10 ml, is a known cause of bursts and may have contributed to this event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate. (Expiry date: 10/2022).

Event description:
It was reported that when the nurse flushed the line it ruptured. The line was replaced. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that when the nurse flushed the line it ruptured. The line was replaced. There was no reported patient injury.